Event description:
It was reported that during a gastrectomy procedure, the instrument made an error alarm. Case completed with a like device and there was no pt consequence.

Manufacturer narrative:
The analysis results found that the device was returned with the distal tip of the blade broken off and missing. The remainder part of the blade was noted to have gouges. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."